Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed to deliver "dilaudid 1/0.2/10 minute lockout." No further programming parameters were provided. In 2009 at 1800, the nurse reported that prior to clearing the shift total, the display indicated 1mg had been delivered. At that time, the nurse reported that "27.2mg to be left in the syringe." At approx 1815, the pump alarmed and displayed "empty syringe." It was reported that the nurse opened the pump door and noted that the syringe was empty. At this time, the pt's blood pressure was 125/75mmhg, respirations rate of 18 breaths per minute, and an oxygen saturation of 95% while on 4l of oxygen. The pt was reported to be alert and oriented. At 1825, the physician was notified. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.